Event description:
After deploying the main body of a bifurcated device the physician was unable retract the inner core to deploy the ipsilateral limb. The physician converted the patient to an open repair. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Date of report reads (B)(4) 2011, it should read (B)(4) 2011.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The explanted stent graft was returned and evaluated. The ipsilateral limb cover was easily removed from the stent graft during evaluation with no difficulties encountered. The reported issue could not be confirmed, and the root cause could not be conclusively determined.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.